Event description:
It was reported that during inspection the device was not working, water did not come out. No harm or injury reported a treatment was completed with the same device.

Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the output orifice clear. Piston assembly in the middle position. Functional inspection was performed and showed the unit sputters after start up. Tapped distal end of handpiece lightly on table three times and the unit stopped sputtering and cut as designed. Root cause was determined to be an obstruction. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. The complaint history file contains further instances related events of the reported events. Smith and nephew will continue to monitor for any adverse trends relating to the reported allegation. No further investigation is required.